Manufacturer narrative:
Device lot number corrected from 17872498 to 18856936. Device expiration date corrected from 08/28/2016 to 07/17/2017. Device manufactured date corrected from 04/19/2015 to 02/16/2016. Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07657. It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The diffused and long target lesion was located in the calcified left circumflex (lcx) artery. A 2.50x24mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion and the stent struts became distorted after repeated attempts. Another 2.50x24mm promus element ¿ drug-eluting stent was advanced but also failed to cross the lesion despite repeated attempts and the stent struts also became distorted. The physician then decided to first deploy a 2.75x24mm promus element ¿ drug-eluting stent proximally. Subsequently, a 2.50x16mm promus element ¿ drug-eluting stent was advanced but failed to cross the newly implanted 2.75x24mm promus element ¿ stent. Finally, the case was abandoned with only the 2.75x24mm promus element ¿ stent implanted in the patient and the procedure was completed. No patient complications were reported and the patient's status was okay and stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07657. It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The diffused and long target lesion was located in the calcified left circumflex (lcx) artery. A 2.50x24mm promus element drug-eluting stent was advanced but failed to cross the lesion and the stent struts became distorted after repeated attempts. Another 2.50x24mm promus element drug-eluting stent was advanced but also failed to cross the lesion despite repeated attempts and the stent struts also became distorted. The physician then decided to first deploy a 2.75x24mm promus element drug-eluting stent proximally. Subsequently, a 2.50x16mm promus element drug-eluting stent was advanced but failed to cross the newly implanted 2.75x24mm promus element stent. Finally, the case was abandoned with only the 2.75x24mm promus element stent implanted in the patient and the procedure was completed. No patient complications were reported and the patient's status was okay and stable.